Event description:
A customer contacted beckman coulter inc. (Bec) and complained of low sodium (na) and high chloride (cl) recovery on unicel dxc 800 pro synchron clinical system. Upon review of the data, it showed that the differences in results for all, but one na sample were within the precision claims of the assays. The low na result was not reported out of the lab. The specimen was repeated on the other instrument in the lab and this result was reported. There was no an effect to patient or user.

Manufacturer narrative:
Sample was serum. Qc prior to and after the event was within lab-established ranges. Bec field service engineer (fse) replaced the carbon bridge, cleaned the flow cell and replaced na electrodes. The fse verified the instrument performance.